Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device drawer 2.2 was broken and the beads were falling out. The field service engineer (fse) removed all cubies from drawer 2.1 via software and then manually removed all cubbies from drawer 2.2, as it was not showing on the bus. The drawer cabinet was replaced, after which the firmware was updated, and the new drawers were configured in ssc. The cubies were then reinserted into the drawers. Upon examination, it was found that the bumpers were missing and/or damaged, which caused the bearing retainer to migrate and resulted in ball bearings falling out. The fse found drawer 4 was also experiencing issues. The fse reseated the connectors and, using the hardware test application (hta), removed several cubies and cleared rubber bands that were lodged between the cubies and the row board, resolving the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary drawer 2.2 was broken and the beads were falling out. The drawer was not releasing and was in maintenance mode. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.